Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Visual evaluation found rear housing battery contact was bent and the downstream sensor (dso) and upstream (uso) sensor seal were contaminated. High pressure alarm was found in the event history logs. The primary reported problem that the device is double beeping was verified by functional testing. The cause was dso sensor contamination. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.